Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse cleaned the iabp unit and replaced the cracked crm to fix the issue. The fse had also replaced the storage bag, the right panel that was worn, and the safety disk. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(4).

Event description:
It was reported that during a routine check performed by a getinge field service engineer (fse), it was found that the panel of the cs300 intra-aortic balloon pump (iabp) was worn, the storage bag needed to be repaired, and the condensate removal module (crm) was cracked. There was no patient involvement, and there was no adverse event reported.